Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the infusion set disconnected from the luer connection. The reporter stated that the tubing was secure to the cartridge when the infusion set was changed. The reporter confirmed that there was no damage noted to the tubing or cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings:the returned cartridge was subjected to leak testing and confirmed that there were no leaks observed from the luer connection or from anywhere else on the cartridge.